Event description:
Spontaneous call for pump ms3 malfunction. Sn (B)(4) asking for passcode and (B)(4), hard to read. Both devices replaced no therapy interruption. The reported product fault did not occur while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. The actual device is available for investigation. Reported to (B)(6) by pt/caregiver. Dose amount: 20nkm; frequency: continuous; route: intravenous; dates of use : from (B)(6) 2017 to current; diagnosis or reason for use: pah.